Event description:
Many technical events 246041, later also tf 1346054, 346039, 1746004, 346050, 346040, 346038, 346024, 346041, 341904, 344904, 346054, 443001, 1446029, 446029, 1485001. Unit goes into ambient just before it was going to be replaced (because of 246041). Patient was not harmed.

Manufacturer narrative:
The issue in (B)(4) is deemed as a reportable event since the malfunction 'ventilation cancelled' which logs different tfs and switches to ambient state during ventilation will cause the ventilator to become inoperable or stop working as intended. The root cause of the ventilator device showed many tfs in one single second and overloaded the mainboard. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported at all from complainant which should have led to further questions regarding any harm to the patient or user. As the complaint (B)(4) is part of a fsn, no attempts will be performed to obtain additional information. The allegation in (B)(4) was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above already performed.